Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bolus requested was not delivered. The customer's blood glucose (bg) level was approximately 300 mg/dl. Reportedly, the customer changed the infusion set and the issue was resolved.